Manufacturer narrative:
The date of event is estimated. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined.

Event description:
It was reported, that patient experienced multiple falls. Resulting, in migration of both leads. The ipg had reached end of life. It is unknown, if this occurred prematurely. Surgical intervention was undertaken on (B)(6) 2024. Wherein both leads and ipg were replaced.